Event description:
A split was detected in the vent line 30 minutes after the start of bypass. The hcp indicated careful monitoring of the raceway tubing was in progress at the time of the reported product problem. The yellow-striped vent line was changed out during the procedure with no reported consequence to the pt.

Manufacturer narrative:
Cause of event has not been determined. Product evaluation confirms the reason for return; the device material is split (cut) as reported by the user and the unit is bloody as received. Results of visual inspection reveal a split or tear is noted in the vent tubing that measures 2.5 inches in length. The cut is located along the yellow-stripe on the tubing, and the depth of the hole/split in the material appears to extend into the lumen. Results of add'l tensile and elongation tests on the sample show the component is within specification. The component also meets dimensional specifications. Review of the device history record shows the device met all mfg specifications for product released to distribution. Conclusion: no pt event. Product evaluation confirms the reason for return; an exact cause has not been determined for the reported event.